Manufacturer narrative:
Section a: patient weight was not provided, request for this information will be made. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was routinely transplanted after status was elevated for gastrointestinal (gi) bleeding. The outcome was not device or therapy related.

Event description:
It was additionally stated on (B)(6) 2024 that the patient remained hospitalized status post heart transplant. International normalized ratio (inr) was in range at the time of the bleed. The patient had a 94.3% time in therapeutic range over the last 2 months. The device operated as expected.

Manufacturer narrative:
Section a4: patient weight updated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d6b: date of explant corrected. Manufacturer's investigation conclusion: a correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was admitted on (B)(6) 2024 with gastrointestinal (gi) bleeding. Prior gi bleed events for the patient are reported under MFR #s: 2916596-2024-04781, 2916596-2024-04807, 2916596-2024-04783, 2916596-2024-04782.